Event description:
A non-healthcare professional reported that, following the intraocular lens (iol) implant procedure, the patient experienced blurred vision of all distance, ghosting of all images, positive and negative dysphotopsia's and affecting reading and driving. There was no improvement with refraction. The lens was exchanged in a secondary procedure with a another model iol. Additional information has been requested.

Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. The product investigation could not identify a root cause. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company, 23.5 diopter (1.5 extended depth of focus) lens was replaced with a company, 23.5 diopter (add power +2.2/+3.2) lens. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).